Event description:
It was reported that the reading on the machine used with an rf probe read "input short" and the device would not function.

Manufacturer narrative:
Final investigation showed that insulation was broken away from the base of the distal tip of the returned device. The damage was consistent with overheating due to the use of the device with insufficient irrigation.